Manufacturer narrative:
D10 concomitant product: 7209808s service control unit truclear (serial# (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysteroscopy/polypectomy procedure for tissue removal, the handpiece became extremely hot and displayed an e6 error code. The device emitted a burning smell and was subsequently removed from the operating room, causing an hour delayed to the procedure. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. Another handpiece was used, and it worked fine. The procedure was completed as is with dilation and curettage (dc).

Event description:
It was reported that during a hysteroscopy/polypectomy procedure for tissue removal, the handpiece became extremely hot, smoking and displayed an e6 error code. The truclear control unit emitted a burning smell and was subsequently removed from the operating room, causing an hour delayed to the procedure. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. Another handpiece was used, and it worked fine. The procedure was completed as is with dilation and curettage (d<(>&<)>c).

Manufacturer narrative:
Additional information: a1, b5, g3, d9, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the handpiece is not working and e6 error due to defective motor. The motor needs to be replaced to address the condition. It was reported that the handpiece became extremely hot, smoking and displayed an e6 error code. The truclear control unit emitted a burning smell. The reported issues were confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5, h6 additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysteroscopy/polypectomy procedure for tissue removal, the handpiece became extremely hot, smoking and displayed an e6 error code. The device control unit emitted a burning smell and was subsequently removed from the operating room, causing an hour delayed to the procedure. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. Another handpiece was used, and it worked fine. The procedure was completed as is with dilation and curettage (d<(>&<)>c).